Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: material no. 320882 batch no. 1307577. Consumer called regarding expiration date. Wanted to know if syringes were good to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na the customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: material no. 320882 batch no. 1307577 consumer called regarding expiration date. Wanted to know if syringes were good to use.